Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "runtime calibration failure - 1051" and "off set self check failure - 1174" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation the technician discovered that the customer attempted repair of the device. According to the customer, a third-party preventative maintenance (pm) was performed. In order to perform the pm the device had been opened. As a result of the device being tampered with, root cause could not be firmly established. The smart pneumatic module board was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.